Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2010; dtba1d1 crt-d, implanted:(B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited increased sensing integrity counter (sic) and high rate non-sustained episodes that showed noise that suggested insulation damage. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.